Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was forwarded to depuy commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on the provided information, a definitive root cause cannot be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision for loosening.

Manufacturer narrative:
(B)(4). The received device was forwarded to depuy commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on the provided information, a definitive root cause cannot be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.